Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged high glucose and disconnected from the pump, then transitioned to subcutaneous insulin injections; the user reported the pump was not working for him and was using inset infusion sets, with uncertainty regarding a bent cannula, and a reported glucose of 374 mg/dl; the reported device problem remained unclear, and the specific device component involved could not be determined. Symptoms included hyperglycemia. Outcomes included high glucose requiring subcutaneous insulin. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, and insufficient information to attribute the event to a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.